Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at a clinic follow up, one episode of nsrvo was recorded and atrial undersensing was observed. After review of the episode of nsrvo, it appears that the cause was due to the atrial undersensing. The patient is asymptomatic and have a 3rd av block but he is not dependent of the pacemaker. Decision was made to program the device. Considering patient condition¿s, no intervention will be done before device reach eri. The patient was doing well before during and after the event.